Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information and walked the caller through the pump reset, after which the cgm error code did not reappear and the caller successfully started their sensor session.